Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was implanted during a duodenal stenting procedure within the duodenum of a patient with a malignant tumor on (B)(6) 2011. According to the complainant, the patient's anatomy was slightly abnormal due to the stricture. During the procedure, the stent would not come off the delivery system, even though the outer sheath was fully retracted. The physician moved the delivery system back and forth in an attempt to get the stent to deploy. During this attempt, the stent shot forward into the duodenum and was subsequently placed too distal to the stricture. A second wallflex enteral duodenal stent was implanted, and the procedure was successfully completed. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be stable.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. Reported issue of stent placement/positioning problem. A visual and functional examination of the complaint device could not be performed since the device remains implanted. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. A review of complaint history for the reported lot number was performed and concluded there were no other complaints reported for this lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label. Based on the evaluation conducted and the details of the complaint, the most probable root cause is operational context.